Event description:
It is reported that during implantation the stem did not provide adequate press-fit. A larger stem and collar were implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.